Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the patient came with two fallen prosthesis and two fractured screws. Implants were explanted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two implants were returned for investigation. Visual inspection identified fractured screw within the drive feature of the implant. Bone debris observed on the external threads of the implant. Per: pre-existing conditions noted on the complaint: bruxism. Bone density type ii. The reported devices were located on tooth #14 & 15 (fdi). Picture/x-rays: no pictures or x-ray images were provided. Review of appropriate documentation: instructions for use: biomet 3i dental implants (p-iis086gi rev. H ¿ 07/2021)/biomet 3i restorative products IFU (p-iis086gr) rev f ¿ october 2019. Information identified: 'contraindications', 'warnings', 'precautions', 'breakage', 'general considerations' and 'adverse effects' per IFU: fracture may occur when abutment is loaded beyond its functional capability. DHR review: DHR review could not be performed as the lot number associated with the reported unknown biomet screws is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: a complaint history review for the unknown biomet screw could not be performed as the lot/item numbers were unknown. Post market trend review: april post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device. Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation.